Event description:
Hcp reported the physician pulled the connector off and aspirated the drug. He then pulled a dye study, primed the pump, and started it. Soon after this the pt became non-responisve, started to posture, and had seizures. The pt was admitted to the intensive care unit. The physician states this event is not a pump or drug issue. He believes it is most likely an issue related to the kind of dye used. A follow up report will be sent when additional info is obtained.